Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, recalled allergan implant, pain and a sudden enlargement.

Event description:
Patient reported for unknown side "recalled allergan implant", "pain and a sudden enlargement" and "had 280cc of fluid drained some around one implant." The device remains implanted.

Event description:
This is for the left side.